Manufacturer narrative:
(B)(4). G2: foreign event occurred in canada. Review of the most recent repair record identified the following related repair: the comb was damaged. The comb and carrier guide were replaced review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the unit was broken. Damaged comb was confirmed after final investigation there was no patient impact or delay reported. Due diligence is complete as no additional information is available.